Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an ECG cable failure. The biomed switched the lead set and the trunk cable and the same error occurred. There was no reported patient involvement.